Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found blood at site. The customer also reported that they received no delivery alarm. The customer's blood glucose was 468 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection and went down to 244 mg/dl. The customer performed fixed prime and the insulin did exit but the insulin pump alarmed no delivery. The customer disconnected and reconnected the infusion set and reservoir. The customer performed manual prime process and the insulin pump alarmed no delivery. The customer was advised to do a complete set change. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.